Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the liters per minute (lpm) display on the centrifugal control module does not come on all the time. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This unit was in a storage area in a box. The customer now wants to have the unit repaired.